Manufacturer narrative:
The review of the device history records (dhrs) for the involved lot numbers did not reveal any pre existing anomalies. All units were released to the market in full compliance with the applicable specifications. This is the first and only complaint received for these lot numbers. A final report will be issued upon completion of the ongoing investigation.

Event description:
Revision surgery performed on (B)(6) 2026 due to loosening, with possible septic involvement. The following devices were removed: revision modular neck h.70mm (product code: 7515.15.020, lot: 1807325 - (B)(6). Revision mod. Stem ø18mm (product code: 3814.15.020, lot: 1807836 - (B)(6)). Head and poly liner (product codes and lot numbers are unknown) previous surgery occurred on year 2018 (exact date unknown). Patient: 79 years old. Event occurred in italy.